Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the sales rep, that after downloading the 5.0 software, he received the l4-033 error code. During troubleshooting, it was determined that the customer's unit does not have the uniboard installed. There was no pt involvement.